Event description:
During a rotator cuff repair procedure, the surgeon placed two 3.5mm twinfix anchors without issue. Surgeon decided to use a 5.0mm quick - t to complete the procedure when the anchor broke during insertion. Surgeon stated he encountered resistance during insertion of the anchor prior to it breaking. The arthroscopic procedure was switched to an open procedure to remove the anchor with the use of a visegrip and a ronguer, which was unsuccessful. The sharp fragments were moved with a tamp and mallet. A delay of 30-45 minutes was experienced to complete the procedure. Surgeon did not pre-drill the insertion site which is required per IFU.